Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device was unable to lock the cutter. The device was not used in surgery. It is unk if injury or medical intervention occurred. The date of the event is unk. There is no additional information provided.